Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The pump remained in use supporting the patient at that time. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient experienced an acute gastrointestinal (gi) bleed. An upper gi endoscopy with push enteroscopy revealed nonbleeding arteriovenous malformations, and clips were applied. Oral anticoagulation was restarted, and the inr goal was 2-2.5. Aspirin was discontinued. On (B)(6) 2017, the patient was admitted into the hospital with anemia. An upper gi endoscopy revealed active bleeding in the distal duodenum and proximal jejunum area; however, at discharge on (B)(6) 2017, the patient¿s hemoglobin and hematocrit were stable. Oral anticoagulation was held during the patient¿s hospitalization, and was restarted on discharge. No additional information was provided.

Manufacturer narrative:
The pump remained in use supporting the patient until the patient underwent a pump exchange on (B)(6)2017 for suspected pump thrombosis. The explanted pump was returned and evaluated under medwatch MFR report # 2916596-2017-00708. Refer to medwatch MFR report # 2916596-2017-00708 for a full evaluation of the device. The device remained in use until the reported event above. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. The device was returned at a later date.